Event description:
Pta balloon was used to treat a venous av fistula stenosis and it ruptured in a way that did not allow for standard removal of the catheter. Upon removal it was observed that the distal portion of the balloon and catheter was not present or removed. The distal portion of the product was not located or retrieved, after difficult removal, with force.

Manufacturer narrative:
The batch history record for batch 21100537 was reviewed. The batch met all release criteria. This is the only complaint received to date from this batch (21100537). The complaint sample has been returned, decontaminated and an evaluation completed. Summary: this catheter was used outside the stated use parameters on the IFU. It's probable that the level of stenosis and increased pressure led to a radial burst.